Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with dianeal unknown therapy. On (B)(6) 2011, the patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was not reported. It was not reported whether the patient was hospitalized for the event. The patient stated that the peritoneal liquid was not turbid but she did notice something strange in the transfer set. On an unreported date, the transfer set was changed and the patient was treated with unspecified antibiotics. The outcome of the peritonitis and the action taken with dianeal unknown therapy was not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). The complaint for peritonitis-no malfunction or use was found to have no device malfunction or use error identified. The problem cannot be confirmed due to no use error described by the patient, a sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.